Event description:
It was reported that the patient presented to the clinic for a device interrogation. The patient had experienced three near syncopal episodes as of late within the past month. The patient was not in complete heart block and total ventricular pacing since last interrogation was 0.4%. The programmed mode was aair <(><<)>-> dddr. The ventricular lead is a competitor lead. The ventricular lead impedance has historically been 500 ohms. At the last interrogation the lead impedance was 1121 ohms. It was also reported that the lead impedance was rising. The physician recommended a programming change and follow-up with the patient in 3 months. The device remains in use no further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.